Event description:
It was reported by the health care facility that this pacemaker was explanted due to eri status approx. 27 months after the implantation. Reportedly an increased power consumption was seen in course of the regular follow-ups of the patient. Pacemaker function was intact up until explantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemakers memory content was analyzed confirming this observation. The battery status was eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functionality was fully available. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged capacitor, leading to an elevated current consumption draining the battery. In conclusion, the clinical observation resulted from a damaged capacitor of the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.